Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that following a fall the patient experienced pain at the ipg site. The patient also experienced ineffective therapy. Surgical intervention was undertaken wherein the lead was explanted and replaced, and the ipg was explanted and replaced in a new pocket site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.